Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriosclerotic occlusion of lower extremity. A 2.5mm x 120mm x 150cm sterling sl was advanced for dilation. During inflation, the balloon burst. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriosclerotic occlusion of lower extremity. A 2.5mm x 120mm x 150cm sterling sl was advanced for dilation. During inflation, the balloon burst. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure. It was further reported that the lesion was 50% stenosed, mildly tortuous and moderately calcified. The balloon was ruptured within rated burst pressure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information e1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 8.7cm from the tip. The guidewire lumen is separated 19.8cm from the tip. Microscopic examination revealed no additional damages. The guidewire lumen appears to have been stretched prior to separating. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriosclerotic occlusion of lower extremity. A 2.5mm x 120mm x 150cm sterling sl was advanced for dilation. During inflation, the balloon burst. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure. It was further reported that the lesion was 50% stenosed, mildly tortuous and moderately calcified. The balloon was ruptured within rated burst pressure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter facility name: (B)(6).